Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant of this lv lead and ICD system the patients xrays showed a possible small left apical pneumothorax measuring 10 mm to the apex. The patient was hospitalized for two days for xrays and observation. The patient was asymptomatic. The patient was released to follow up with primary cardiologist and recommended repeat xray and monitoring.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.